Event description:
It was reported that forty-one weeks after an initial right knee arthroplasty, the patient underwent a revision surgery due to instability. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: associated medical devices: oxf uni cmntls tib sz c rm; item# 166575; lot# 66899608. Oxford ph3 cementless fem sz m; item# 154926; lot# 7844590. G2: foreign: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.